Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique identifier not available at the time of reporting. Manufacturer date not available at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while the manufacturer representative was at the site it was having issues with communication between the navigation system and the imaging system. Troubleshooting involved the navigation system's information was changed in the network configuration as the it was given a new ip address. The navigation system's information was placed in the igs server page in the tech services counsel. The imaging system's mobile view station (mvs) was entered and saved individually for each line. The systems were rebooted. The navigation tab was able to be enabled in the tech service counsel and they were able to choose the navigation and establish connection. No patient was present at the time of the event.